Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, a popping sound and smell of smoke were observed. Further observations indicated the failure of one of the two power supplies. The pump system remained fully functional with the remaining power supply, however, capability to recharge the back up batteries was not available. The device was replaced with an alternate. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.